Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-08095.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2015-08095. Follow-up identified surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-08102. Further follow-up revealed a lead fracture was identified by x-ray imaging. As such, surgical intervention was undertaken wherein the entire system was explanted.